Manufacturer narrative:
(B)(4). Log review confirms dose mode set up timed-out before dose data was accepted resulting in the previous infusion data displayed along with the selected drug of dose mode. The device performed as designed in accordance with the instruction contained in the operation manual. The outlook es operators manual: chapter 5 specifically states that "the user must accept all data entries prior to beginning an infusion." A note is also displayed in this chapter stating "pressing hold in the dose data entry screen will generate a pop up message that will allow the user to "start over" and/or return the pump to the last accepted infusion parameters." The reported complaint of over-infusion was not confirmed with the information available/provided. Rate/volume displayed was in use previous to dose mode time-out. Infusion volumetrics ran per the rate/volume displayed in device log. Log review shows on (B)(6) 2016 and 14:15:43pm an infusion hold with rate of 166.7ml/hr and vtbd of 13.3ml. At 14:19:43pm an infusion start of 166.7ml/hr and 13.3ml with drug heparin wt base displayed. At 14:19:47pm pump was placed on hold and at 14:19:56pm an infusion start of 166.7ml/hr and new vtbd of 233.3ml and drug heparin wt base displayed. At 15:44:23pm pump entered kvo and was placed on hold. No further infusions took place that day. Without the actual device further evaluation is not possible. If the pump and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: product: 621-400es, serial (B)(4), problem: over infusion of heparin/ incorrect mode. Heparin 250cc infused at a rate of 166.7ml/hr. Pt identifiers: (B)(6), diagnosis of r/o mi. Issue occurred on (B)(6) 2016. Spoke to medication safety officer at lvh on the phone. Safety officer stated that the nurses were giving a medication and then went to give heparin. The nurses had the pump in the heparin dose mode and when the pump timed out from being on hold, the pump reverted back to the previous infusions rate and volume. Safety officer was able to recreate this- he turned the pump on and chose to run at previous settings. He turned the pump off then back on and when asked new patient yes or no, he chose no. Then he selected to give heparin in the care setting. He states that if you do not finish programming the heparin in 3 min it will alarm and then hold alarm, so then you need to either press run or hold. If you hit run, which he did, then the pump reverts back to the previous infusion settings. On the display it states heparin wt. Base- which per safety officer is a program name not a medication dose option. So, when the nurses saw the heparin name on the screen they thought the pump was running how they wanted it to when it really was running at the previous rate/volume. Pt. Was given 50mg of protamine and had several ptts drawn.